Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 52-53 mg/dl. Reportedly, the customer inadvertently entered an incorrect value when requesting a bolus resulting in a larger bolus being delivered. Bg was treated intravenously with fluids of saline and glucagon injection. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."